Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level in range of 45-64 mg/dl, cause was unknown. No additional information was provided and the customer declined troubleshooting with tandem technical support.